Manufacturer narrative:
F11 - date MFR initially forwarded report to FDA. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the balloon was detached and returned inside an introducer sheath. The distal bond was present on the shaft. The proximal bond was not returned. The shaft was elongated where the proximal bond should be. All balloon material was returned. The balloon surface was very wrinkled.

Event description:
Balloon catheter was used to successfully deploy another manufacturer's stent in the renal artery. Difficult deflation was encountered following stent deployment. Following removal of the balloon catheter it was noted the balloon detached and remained in the introducer sheath. The introducer sheath and detached balloon were removed as a unit. No patient complications resulted from this event. This device has been returned for evaluation. Therefore, no failure analysis is available. Attempts to gain further infomation with regards to the circumstances of this event were unsuccessful. This device was used in a non-indicated procedure. Therefore, co believes this non-indicated use of the device may have contributed to this event. However, wihthout evaluating the device and without further details about the event co is unable to determine the exact cause for this event. Directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature... These catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."